Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right common femoral artery. Hemostasis appeared to have been achieved; however, bleeding was observed when the tension spring and the tamper tube were removed per the instructions for use. Manual pressure was held for approximately 10 minutes with control of the bleeding. It was at that time the pt's pulses were checked and noted to be absent in the procedure leg. The pt was taken to surgery where the device collagen was found to have been deployed within the common femoral artery. A 6 cm thrombus was found in the right iliac artery extending into the common femoral artery. Both the collagen and the thrombus were removed with flow restored. The pt was discharged in good condition. As of 4/28/1998 there has been no further report of complication or pt sequelae made to the MFR.